Manufacturer narrative:
B2. Other - baclofen withdrawal, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative, healthcare provider (hcp), and a manufacturer representative (rep) regarding a patient receiving compounded baclofen (2250 mcg/ml at 300 mcg/day) and bupivacaine (35 mg/ml at 4.6 mg/day) via an implantable pump for intractable spasticity. It was reported that the patient recently had their pump replaced and was subsequently in baclofen withdrawal. The patient's spouse stated that it was suspected that the rep inadvertently placed saline solution back in the pump, but the rep later confirmed that the drug was taken out of the old pump and put into the new pump at the time of implant. At the time of the replacement, the catheter was successfully aspirated and the prime bolus was programmed. The hcp reported that following pump replacement, the patient did great for 3-4 days and then "went into cloned and backwards". The patient's spouse reported that the patient was experiencing weakness, severe clonus and spasms, hypersensitivity, and flu-like symptoms. The patient was taking 60 mg of oral baclofen which was reducing the symptoms, but he was still having great spasticity in his belly and legs. The hcp increased the pump 20% and once again, and it did not help. The hcp switched out the medication in the pump, which was successful but was then too high. The rep stated that they were paged to turn down the pump due to the patient getting too much medication and potentially being overdosed. The pump was then turned down 25%. Additional information was later received form the rep. It was confirmed that the pump was thought to be delivering the prescribed dose as intended. The rep stated that the patient's dose was increased and it could have been too much, thus why the pump was turned down. The patient's symptoms resolved.

Event description:
Additional information was received from a consumer and healthcare provider via company representative (rep) reporting that a rep was requested to be at patient's refill appointment on (B)(6) 2026 due to concerns. Patient stated there was a resolution after initial "overdose" following pump replacement, as listed in the initial report. However, since there have been two instances where patient has woken up in morning with flaccid legs. Per patient, flaccidity improved after three days with both episodes. Patient is unable to say exactly when these occurrences happened and was not able to identify any common triggers including if he gave himself a bolus via personal therapy manager (ptm) prior to episodes. Physician performed catheter dye study on (B)(6) 2026 and catheter was found to be patent. Per physician, all residual volumes have been what was expected at refill appointments. Patient denies being in sauna or hot tub prior to episodes. Patient was not exhibiting any overdose symptoms on (B)(6) 2026 and seems to be resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.